Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
The customer reported that the touchscreen is unresponsive. The field service engineer (fse) was able to duplicate the customer reported problem. The fse found that the touchscreen was unresponsive and had to unplug the battery to power the unit down. The customer reported that the unit was not in use on a patient. The fse replaced the touchscreen to address the reported problem.

Manufacturer narrative:
G4: 23jul2020. B4: 24jul2020. Failure analysis on the returned touchscreen sows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.